Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation-MRI, upn: (B)(4), model: sc-4319, batch: 20714121.

Event description:
It was reported that the patient experiencing pain at the insertion site due to lead migration. The patient underwent a revision procedure wherein the paddle lead was adjusted, and anchor was explanted. The patient was doing well post operatively. The explanted anchor was discarded.